Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/21/2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Unrelated to the reported issue, the audio bolus button (abb) cover was observed to be detached/missing. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.